Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 57 mg/dl, 59 mg/dl and 95 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that the customer was given a glucose tab from the pharmacist after the results of 57 mg/dl and 59 mg/dl were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.